Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Implant date - 22 years ago. Concomitant medical device : unknown head p/n unknown l/n unknown; unknown stem p/n unknown l/n unknown; unknown zimmer converge cup p/n unknown l/n unknown; unknown liner p/n unknown l/n unknown. Multiple MDR reports were filed for this event. Please see reports: 0001822565-2017-05838, 0001822565-2017-05837.

Event description:
It was reported that patient had a revision procedure 22 years post¿implantation due to dislocation. The head and liner were replaced. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.